Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The investigator was to replicate the customer reported product problem. Investigation verified the reported issue. The motor was replaced to fix the reported issue. Other issues were also found and repaired on the device. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump lost its programming and the cartridge cap failed to fasten well. No patient injury or complications were reported in relation to this event.